Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) levels ranging from 507 mg/dl to a reading of "high" on the customer's continuous glucose monitor. Reportedly, the cause of high bg was not known. A manual insulin injection was used to address bg. Reportedly, the pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.